Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s father stated upon removal of the sensor the father noticed the insertion site was bulging and the sensor wire was still in the patient's skin. The father stated he was able to pull it straight out and remove it. The patient was taken to the emergency room (ER) and an x-ray confirmed that there was no portion still inserted. The father stated he was unable to confirm if any part of the sensor wire was still attached to the transmitter holder. At the time of the report the patient was doing fine with no further issues. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.